Event description:
During a percutaneous transluminal angioplasty procedure of an unk vessel below the knee, the product (savvy, 435-606l) ruptured below nominal pressure. Therefore, it was withdrawn out of the patient's body without any adverse consequence to the patient, and another balloon catheter was used for the procedure. The product will not be returned.

Manufacturer narrative:
The approached was from the right femoral artery. A guidewire was inserted across the lesion via a sheath introducer without any difficulty and an indeflator was utilized for the inflation. The vessel had severe calcification, moderate tortuousity and unk percentage of stenosis. The product was prepared and clinically used as per the (IFU) information for use. Additional information indicated that during prep, and prior to inserting in the patient, the product was not inspected for leaks, kink, bends or any other anomaly. No information was available if resistance/friction was noted during insertion or during delivery. The product did not come in contact with any sharp object. No information was available, regarding difficulty crossing the lesion with the balloon, but the report indicated that the vessel had a severe calcification. The balloon was removed from the patient in it's entirety. No information of the weight. The patient was a female. No additional information is available. During a percutaneous transluminal angioplasty (pta) to an artery located below the knee the balloon was reported to have ruptured. The vessel was described as being severely calcified. There was no reported patient injury. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. A device history review was performed and showed that this lot of products met all requirements, including the burst test values. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.